Manufacturer narrative:
(B)(4).

Event description:
It was reported that por (power on reset) occurred and it was not successfully cleared. It was stated that the patient initiated a second por after the first one not working and the stimulation turned on at a very high intensity which the patient was not able to turn off. The patient was in extreme pain as his stimulator turned on at an extremely high intensity. The patient seemed to be ok on the days of the report and the night before upon initiation of another por to turn off the stimulator. Patient status at time of this report was noted as alive with no injury/no adverse event. A follow up with the patient would be needed to clear por and to make sure that his charged battery was able to be regulated with his patient programmer properly. It is possible that by "por" (other than the initial por) the reporter meant pmr (physician mode recharge) but it was not certain. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Follow up reported the representative had reached out to the patient several times to setup an appointment but the patient declined. No other information.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).